Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; - visual examination of the provided photographs identified an explanted tibial plate and stem covered in bio-debris. The photos show the devices both separated and together. No product was returned therefore no further evaluations can be made. - review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. - devices are used for treatment. - the reported products were reviewed for compatibility with no issues noted. - pn (B)(4): review of complaint history found no additional related issues for this item and the reported part and lot combination. - radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ ap and lateral views of the right knee show changes of knee arthroplasty without patellar resurfacing. ¿ there is disassembly of the modular tibial component with malalignment/dislodgement of the stubby tibial stem extension with the main tibial tray component. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. - complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: psn tpr st 14 x +30 mm cat# 42557000114, lot# 67273145. Articular surface fixed bearing posterior stabilized (ps) right 10 mm height cat# 42522400710, lot# 67161739. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately one month post implantation due to the stem having dislodged from the tibial tray. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: d4: UDI#: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1 pt ID and pt dob, g3; h2.